Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 300 mg/dl, 300 mg/dl compared to readings of 164 mg/dl, 146 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. A watermark was observed at the base of the tail, indicating the sensor was properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. However, the smu tests failed. Poise voltage and sensor thermistor testing were both within specification. Further investigation was performed on the returned sensor. A visual inspection was performed using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The returned battery was measured using a digital multimeter and was measured to be specification. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned puck had an electrical current measured to be within specification, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed, and the measured temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation and the sensor passed all functional testing, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 300 mg/dl, 300 mg/dl compared to readings of 164 mg/dl, 146 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.